Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
We implanted today a 611 nail and unfortunately, no screws have been correctly fitted despite a pre-operative check of the correct system. The surgeon had to try several times to success the fitting. The surgeon completed the surgery by placing the screws freehand at the level of the tibia and at the level of the calcaneum. Additional operating time/tourniquet duration/possible associated pain/wrong path.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.